Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hrs and no critical pump error or blank display anomalies noted. Power connector plug in and locked in place properly. The electronic assemblies and motor assemblies were inspected and no anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and blank display. Customer reported that they received the open book image on the insulin pump screen. The customer also stated that the contact on the battery cap was neither missing nor damage. Customer stated that battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer reported that the display did return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.